Event description:
It was reported to the manufacturer by the facility ((B)(6) center), per the facility the resident was being lifted off the bed. The bolt that secures the actuator to the boom, snapped. The resident fell and landed on the bed. The resident has no injuries. Complaint# (B)(4) and (B)(4) were entered into our system for the lift to be returned to joerns for evaluation. As of this writing, the lift has not been returned.

Manufacturer narrative:
(B)(4).